Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
During a f/u phone call, it was reported that approximately one month ago the insulin pump locked out and all of the buttons were unresponsive. The customer could not recall their blood glucose level at the time of the event and they could not recall if the device was frozen and/or if it had a blank display. The customer had changed the battery which solved the issue. The customer's most recent blood glucose was 72 mg/dl. Nothing further was reported.